Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of pump reboots. There was no visible damage to the battery compartment or battery cap. The battery cap was able to secure onto the pump, and maintain an electrical with the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage was observed to the internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.